Event description:
The transfer set separated from the titanium adapter unexpectedly at the patient's home after coming back from the hospital. This happened on the day the set had been changed. The set had been used for 1 day. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). No sample was available. The device was discarded. A follow-up report will be submitted if additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.